Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 3.5 mg/dl at the time of the incident. The customer¿s other blood glucose levels were 273 mg/dl and 275 mg/dl. The customer had a vocal cord damage. The device will not be returned for analysis.

Manufacturer narrative:
The product code information given was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The initial report had the incorrect information related to blood glucose value. The correct information has been provided in section b5 with this report.

Event description:
It was reported that the active insulin time of 3.5 hours and it was not low blood glucose value it was time.